Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital, and was having problems with the insulin pump. The caller stated that the insulin pump was stuck in the prime screen and would not return to the main menu. The cause of the hospitalization was not known at the time of the call. Attempted to contact the customer several times after the initial phone call, but got no response. Nothing further was reported.